Event description:
Tingling around mouth and thrombocytopenia occurred at the same patient on using ap-05h(l). Thepatient was the same one reported on MDR (no.8010002-2004-00020) until 30 minutes prior to end of treatment they complained of tingling around their mouth platelts droped from 300,000 to 30,000. 4-liter exchanges attempted. Medical doctor states the patient's liver enzymes were elevated including hemolysis, 2,000ml saline used for priming. Diapact machine by b braun. Priming solution was not given to patient who was asymptomatic. No medication or transfusion was ordered during or after the treatment. The patient has been discharged from the hospital.